Event description:
An alarm was heard and confirmed by telemetry as critical due to "reset occurred - low battery." The pump was in safe state. It was further added that on (B)(6) 2012 at the last refill, the eri (elective replacement indicator) said less than one month. Healthcare provider (hcp) was to program the pump to minimum rate and replace the pump as soon as possible. Drugs delivered via the device was morphine, hydromorphone and bupivacaine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4) , implanted: (B)(6) 2005, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the cause of the event was low battery; normal battery depletion. A pump revision was performed. The patient did not experience any symptoms.